Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated (this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). Evaluation results: the device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including functional testing, defib/pacer stress testing, bench handling and defib cycling without duplicating the report. The processor/bridge/pace (pbp) board was replaced as a precaution. The device was recertified and returned to the customer. The pbp board was received at zoll medical united states for evaluation. Evaluation of the pbp board did not duplicate or observe the fault at board level. The board was scrapped after testing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll (B)(6) for evaluation. The customer's report was observed, during review of the device data logs. However, the device was put through extensive testing including functional testing, defib/pacer stress testing, bench handling and defib cycling without duplicating the report. The processor/bridge/pacer board was replaced as a precaution. The device worked as expected. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self test for defib and pacer functions. Complainant did not indicate that there was any patient involvement in the reported malfunction.